Event description:
It was reported that shards were found on the shaft of the pk dissecting forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip to be bent, creating a .030" offset at the tips. The bent grip has separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. Engineering also observed the distal end of main tube to have a 4" long section with material removed all around the tube. The damaged area is gray in color and has a rough surface finish due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional info is received.